Event description:
It was reported that the lead had loss of capture due to a dislodgement. The lead was revised and is still in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.